Event description:
It was reported that during a laparoscopic case, a piece of the device broke off in the pt and was removed. Another device was used to complete the case. There was no pt injury. The device was reported to be held at the user facility. Additional information regarding the device, the pt and the procedure was requested multiple times but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
The device was an applied medical model trocar. The specific model number was not provided. The device was not returned to the MFR and was reported to be held by the user facility.